Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) and spyglass with electrohydraulic lithotripsy (ehl) procedure performed in the common bile duct on (B)(6) 2021. Two hours into the procedure, there was a leak at the umbilicus of the exalt scope. The screen turned blue as a result and the image was lost. The procedure was completed with another exalt scope. There were no patient complications as a result of this event.